Event description:
It was reported that the patient experienced erosion with ams 700 inflatable penile prosthesis (ipp). The ipp was removed.

Manufacturer narrative:
Returned product consisted of a ams inflatable penile prosthesis. Functional and visual testing was completed. There were leaks found in the cylinder body of both cylinders due to interaction with a sharp instrument during explant. The pump had a tear in the pump material. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced erosion with ams 700 inflatable penile prosthesis (ipp). The ipp was removed. Further information was requested and not received. Should additional relevant details become available, a supplemental report will be submitted.